Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of procedure used: posterior lumbar spinal fusion levels implanted: l4 through s1 it was reported that patient underwent a follow up surgery on (B)(6) 2017 to revise construct placed on (B)(6) 2016. Reportedly, on an unknown date, post-op, screw placed on (B)(6) 2017 broke and a revision surgery will be performed at a later date. The product came in contact with the patient and broke. No fragment of the implant remained in the patient. Patient symptoms or complications were reported unknown as a result of this event.